Event description:
It was reported that prior to starting a da vinci-assisted pancreatectomy surgical procedure, after testing the harmonic ace instrument, the surgeon activated the "forceps" and "suddenly break". Then the nurse checked all the connections with the generator and even change the connection cable. The procedure was completed with no reported patient harm, adverse outcome, or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The harmonic insert was found to have a broken blade. The blade broke at roughly 0.0237¿ from the base and the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The harmonic insert was found to have a damaged teflon pad on the clamp arm.